Event description:
It was reported to philips that the system did not boot up successfully. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) went onsite and identified that the suite pc was not switching on when the input was fine. The field service engineer (fse) went onsite and confirmed the reported issue. The philips engineer replaced the suite pc and returned to philips for further analysis. The analysis confirmed power supply failure in the suite pc. Following replacement and reinstalling software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.